Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the black power cable connector was not confirmed. Multiple requests for additional information were made to determine if the controller would be returned for evaluation; however, no response was received. No pictures of the damage were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Serial number of the controller was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with damage to the black controller connector. It was planned to perform a controller exchange.